Event description:
It was reported that during an unknown procedure, the staples did not close forming perfect "b" shape. It is unknown how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former. Device (a) was received in good visual conditions. The device was tested for functionality and it fired five staples properly. After this, it was noted that the staples were partially forming and ejecting from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. Device (b) was received in good visual conditions. The device was tested for functionality and it fired two staples properly. After this, it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staples from being held in the firing chamber for its complete formation, resulting in an ejected staple. A batch record review was performed and no anomalies were found during the manufacturing process.